Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator was inoperable with continuous alarm. There was no patient connected at the time of the event. The customer inspected the device and found water contamination in the inspiratory side. The customer reported to have replaced the inspiratory flow sensor and air psol. The ventilator passed all the required testing. The customer reported that they've added a dryer at the hospital to prevent water contamination in the future.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.